Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the harvester required extensive use of cautery with minimal effect. Intervention was required in this event by the practitioner due to blood loss of 250cc. The pt received packed red blood cells for transfusion. The case was delayed 30 minutes. The product was not changed out. The surgery was completed successfully with no indications of injury to the pt. The loss of 250cc and requirement for a transfusion is viewed as an injury by tcvs.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).